Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the lead, the threshold was high and there was no capture. The lead was also too thick to enter the vein, therefore the lead was not used and was replaced by a thinner lead. No patient complications have been reported as a result of this event.